Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The batteries were replaced. Review of the device logs indicated that the device was stored without the electrode pads which would have resulted in the device displaying a red x. In accordance with our labeling, the electrode pads must be connected at all times. The device should be tended to when displaying a red x and is an indication it is not ready for clinical use. Additionally, this device is powered on into rescue mode often (sometimes more than once a day). Performing daily power cycles combined with not having the electrode pads attached can have a compounding affect that could lead to battery drainage. Analysis of reports of this type has not identified an increase in trend.